Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-50 serial#: (B)(4). Description: infinion cx 50 cm lead.

Event description:
A report was received that the patient was not getting the needed coverage. It was also mentioned that the patient had two bad contacts. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the eyelet was removed from the patients body.

Event description:
A report was received that the patient was not getting the needed coverage. It was also mentioned that the patient had two bad contacts. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316 lot #: 18309938 description: next generation anchor kit-sterile sc-2317-50(sn:(B)(4) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 2 cables were completely broken at the bent/kinked location of the lead. The severely bent/kinked section of the lead is 6 cm from the proximal end. The damaged cables resulted in the reported high impedance complaint. The broken cables are still contained inside the lead body. Sc-4316(ln:18309938) device evaluation indicated that the eyelets were torn, and silicone material from one of the eyelets was missing.

Event description:
A report was received that the patient was not getting the needed coverage. It was also mentioned that the patient had two bad contacts. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.